Event description:
A pt reported blood glucose results of "121 mg/dl" with a lifescan meter and "155 mg/dl" on a laboratory device, performed between 11-20 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The meter, test strips, and control solution were replaced.